Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the complaint device was received and evaluated at the service and repair center. The reported failure of the device being broken 2+ pieces was not confirmed. Hence, this complaint cannot be confirmed. However, further deficiencies were found to be impairing the device function. The following activities were performed: resistance value out of specs: handcontrol set replaced. Motor corroded - motor replaced. Short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed. Insulation resistance of the motor outside tolerance - motor replaced. The root cause of the reported failure was not determined as the failure was not confirmed. However, there was a short circuit found in the cable during evaluation and the motor was found to be corroded due to fluid ingress. Additionally, the values of the keypad were found to be out of range. The defective components were replaced, restoring the unit to specification and now functions as intended. Furthermore, a manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls needs service as the device is broken.